Manufacturer narrative:
Section d9. Device available for evaluation? Yes. Returned to manufacturer on: apr. 24, 2023. Section h3. Device evaluated manufacturer? Yes. Device evaluation: no iol was received as part of this return. Visual inspection under magnification revealed that the handpiece was received with the cartridge tip damaged, in a way consistent with a handpiece that was dropped. The handpiece assembly was inspected, no issues that could cause or contribute to the complaint issue were identified. The complaint issue (dc-lens damaged) was not confirmed. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. As per complaint investigation results, the product was released within specifications. A relationship between the device and the reported incident could not be determined. Conclusion: as a result of the investigation the complaint issue reported could not be confirmed; therefore, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: new information received that event occurred on mar. 14, 2023. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was not used. This iol did touch the patient and there was a malfunction during insertion. No other information was provided.

Manufacturer narrative:
Implant date: if implanted, give date: unknown/ not provided. Explant date: if explanted, give date: unknown/ not provided. The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.